Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During the product reception the warehouse people realized that the blister was broken.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed through a photograph. Method & results: -device evaluation and results: no product was returned for evaluation, however one photograph was provided. The photograph shows a plastic bag containing the broken ampoule with the plastic cap/cracker intact, the tyvek lid and the blister of the ampoule are also contained within the plastic bag. The blister of the ampoule appears to be deformed, this type of damage is consistent with ampoule breakage. The liquid removes the seal between the blister and the tyvek lid while also distorting the blister. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: it was reported that during the product reception the warehouse people realized that the blister was broken. It was also reported that there was an odor coming from the box. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. The liquid from the ampoule would also remove the seal between the blister and the tyvek lid as well as distorting the blister. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
During the product reception the warehouse people realized that the blister was broken.